Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after the implantation of a new ventricular lead, while the pacer pocket was being sutured, pauses in pacing were twice observed. After the lead tested normal with an analyzer, the pulse generator was replaced.